Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(4) did not reveal any anomalies. Evaluation of implantable catheter serial number (B)(4) revealed that the partial catheter was returned in one segment and passed standard testing in the lab. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned (B)(6) 2018.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and business partner. Information was received from the business partner that the patient's symptoms (dystonia, increased spasticity, fever, headaches, and drainage from his back) started 5 days after a catheter revision on (B)(6) 2018. Follow-up was performed with the manufacturing representative to clarify the reported revision dates and the rep confirmed they were only aware of one catheter revision on (B)(6) 2018, as previously reported.

Manufacturer narrative:
Updated to adverse event, only. Device code has been changed to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative (rep). No cause was identified for the cerebrospinal fluid (csf) leak. It was reported there was nothing wrong with the anchor. The doctor tied a purse string around the anchor to help with the csf leak. During the revision, the doctor cut the catheter to ensure good flow and collect a sample of csf for culture. The doctor then used the collet connector from an 8785 kit to attach the existing spinal segment catheter back to together. It was indicated there would be no product to return. The patient was still being monitored in the hospital. The csf leak was still resolving. It was reported the csf culture was growing klebsiella.

Manufacturer narrative:
Event date is approximate. The main component of the system. Other relevant device(s) are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter;. Ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of lioresal at 200 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported a cerebrospinal fluid (csf) leak had occurred. It was reported a catheter revision was performed on (B)(6) 2018 and the csf leak was repaired. During the revision, the doctor performed a blood patch and used a purse string to fix the anchor. The patient experienced dystonia, increased spasticity and fever. It was indicated the csf leak began a week ago, relative to the report date ((B)(6) 2018). The symptoms began (B)(6) 2018. It was reported the device was performing correctly. It was reported the csf fluid was collected and sent for a culture. No further complications were reported or anticipated.

Event description:
Additional information was received from the manufacturing representative (rep) and business partner. It was reported by the rep that the pump and catheter were removed on (B)(6) 2018 due to the infection. It was indicated by the business partner that the patient started treatment with lioresal (B)(6) 2017 and did well until the catheter revision "7-17-18" (previously reported to have occurred on (B)(6) 2018 it was reported the csf leak began around (B)(6) 2018 (outside of body). The patient was covered with dressings by family until (B)(6) 2018. It was indicated the patient had also experienced mild headaches, signs of infection, and drainage from their back. It was reported the system was explanted "7/7/18" (of note, this information conflicts with the report that the catheter revision occurred on "7-17-18" and (B)(6) 2018 and the report the device was explanted (B)(6) 2018 the patient's medical history included mixed cp (cerebral palsy) spastic diplegia and dystonia.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.